Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the lead trends, recommended an in-office evaluation and consideration to increase the alert threshold to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.